Event description:
Customer alleged that the leg rests are staying in the upright position and not coming down on both sides of the riggings. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t94he, serial number/date code and age of component are unknown at this time. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the elevating leg rest on both sides are stuck in the elevated position and will not come down. Both front riggings have been replaced. No injury.